Event description:
During surgery, the impervious stockinette tore, specifically at the seal near the foot. No injuries reported. The incident did cause a breach in sterility during surgical procedure. No prolonged hospital stay or medical intervention was reported. The hospital covered foot with alternative product and proceeded with procedure.

Manufacturer narrative:
The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon conclusion of the investigation. The impervious stockinette is contract manufactured by tex-care medical (FDA registration number 1063411). O&m halyard inc (la ada de acuna s. De. R. L. De c. V. FDA registration number 3005997949) is the specification developer who repackages, relabels and facilitates contract sterilization prior to distribution to end-users. Supplier corrective action request (scar) was submitted to the tex medical. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Manufacturer narrative:
A single sample image was submitted, confirming the reported incident. A thorough review of the device history record (DHR) and quality non-conformance (qnc) databases revealed no abnormalities. The supplier, (B)(4) responded july 9, 2025, determined that the root cause of the open seal issue stemmed from an inadequate or inconsistent sealing process at the foot-end during manufacturing. Supplier-related issues with stockinette have shown an upward trend, with a total of nine complaints reported between september 2024 and september 2025. Notably, two of these complaints occurred in september 2025 alone. Internally, our facility¿s processes were verified. Stockinettes are received as finished goods and are not subjected to any manufacturing operations on-site. Their use is limited to inclusion in surgical packs. The only handling performed involves wrapping with csr material and packaging using form, fill, and seal (ffs) equipment. Therefore, all stockinette seal operations are completed by the supplier prior to delivery. As part of the investigation, inventory at our facility was reviewed. Although the specific lot linked to the complaint was not available, six other lots were present. From these, 29 samples were randomly selected and tested to confirm compliance with product specifications. All samples passed visual inspection, with sealing areas appearing intact. Manual testing included edge pulling and pressure application on the sealed regions; no damage or gaps were detected. For reference, tensile testing was conducted on one stockinette per lot using a 6" x 3" sample to evaluate seal strength. No weak seals were found in any of the tested specimens. Packaging personnel were informed of the issue to raise awareness. Visual inspections are conducted throughout the packaging process. If products fail to meet attribute specifications, a qnc is initiated per the pre-sterile packaging process control plan. Facility inventory was verified to ensure no additional defective stockinettes were present. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.